Manufacturer narrative:
Initial and final MDR 1903478 - MDR 3003442380-2024-11871 - device 7 of 9

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set was fell off during use on (B)(6)-2024. The patient replaced the infusion set and insulin was resumed successfully. No further information available.